Event description:
It was reported that customer experienced cgm error 42 with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, confirmed error did not recur after reset, and successfully started sensor session, with no additional actions reported.